Event description:
It was reported that the extension was cut and the implantable neurostimulator (ins) was removed due to infection. Additional information received reported that the pocket was infected ¿in the spring¿ but the exact date was unknown. The extension and ins were replaced. The infected area was the ¿right flank¿, so the ins was replaced to the left abdomen. The patient was getting good coverage with no issues at the time. Additional information received reported that perioperative antibiotics were administered (B)(6) 2013. The patient did not have meningitis. Signs and symptoms included redness, swelling, and pain. The primary locations of infection were the device pocket and lead track. A culture was obtained from the device pocket and cultures were negative. Treatments instituted for infection was oral antibiotics. The patient outcome was that the pain was resolved.

Manufacturer narrative:
Product ID: 3487a, lot# l73540, implanted: (B)(6) 2000, product type: lead. Product ID: neu_ptm_prog, lot# l73540, product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: extension. Product ID: 3487a, lot# l73540, implanted: (B)(6) 2000, product type: lead. (B)(4).